Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the extractor is broken off.

Manufacturer narrative:
Examination of the returned liner extractor confirms the tip is bent and broke off at the very end. The damage present indicates misuse and/or heavy usage. The etched lot code indicates a manufacture date of (B)(6) 2013. Based on the performed investigation, the need for corrective action has not been identified. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.